Event description:
It was reported that the patient was feeling very sluggish and had a feeling that the heart was out of rhythm. The physician has not seen the patient since this allegation and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.